Event description:
Event description guidant received information that this implantable lead had high threshold values and was only capturing intermittently in the ventricle. The lead was removed from service and successfully replaced.